Manufacturer narrative:
Pt info:unk. PMA/510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -11.0/3.0/095 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.